Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that during a biliary catheter placement, the physician tried to remove the plastic stylette from the catheter when it detached inside the catheter. The physician had a hard time removing the stylette from the catheter and eventually lost access. The physician tried to place another 10f catheter but was unsuccessful. The physician then noticed a huge hematoma because the patient was hemorrhaging internally. The physician urgently placed an 8f catheter into the liver and had to embolize the patient's right hepatic artery with coils. The patient is stable but in ICU.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.